Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. A 2.50x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and was separated from the balloon before implantation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A visual and microscopic examination found that the stent struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. A 2.50x16mm promus element drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and was separated from the balloon before implantation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was removed by using forceps and there was no patient complication seen.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).